Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "biomed called in and reported a possible overinfusion. Delay in therapy:no. Need for medical intervention:no. Human harm: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "biomed called in and reported a possible overinfusion. He mentioned that while infusing on a patient, the pump keeps on alarming. It was said that the infusion stops at 20 ml, but the meter says 23. Ml. So it was brought down to biomed dept to be tested. Questions regarding infusion problems: kindly acknowledge no patient was involved and no human harm caused. There was patient involved buy no harm done. What were the treatment settings? Rate: unk; vtbi: unk; time: unk; mode: unk; what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? Unk. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Drug administered: unk. Priming method (manual / with pump): unk. What volume was used for prime? Unk. What was the bag volume: unk. Please describe what is the deviation from the described treatment you have observed. It was said that the infusion stops at 20 ml, but the meter says 23. Ml. Did you experience any alarms at the beginning / during / at the end of the treatment, if so, please detail the alarms and their occurrences. There was patient involvement but no harm done. Alarm during infusion. Customer wanted to send the pump in for repair. After repair please send pump back to address above and ship attention tom murphy/biomed. Prepaid shipping label requested by the customer as well. Acknowledgement letter will be sent to customer once cmr number is available. Fnlim 04/23/2016. Pump treatment information:unk. Type of drug:unk. Delay in therapy:no. Need for medical intervention:no. Human harm: no".